Manufacturer narrative:
The insulin pump was received with normal operating currents no unexpected battery out limit alarm during testing noted. The device had intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads. (B)(4).

Event description:
Customer's mother reported via phone call, the battery on the insulin pump had died and when customer went to buy a new battery the device had alarmed battery out limit. Customer's blood glucose was 500 mg/dl, treated with a shot. Customer's mother was unable to clear the alarm. Troubleshooting for keypad anomaly was performed. Customer's mother didn't recall any significant event which may have caused the keypad. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.